Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-mar-29. It was reported that the hcp was not able to determine the cause of the inability to aspirate. There were no obvious kinks, coils, disconnections, or tissue growth evident to the eye.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jan-2016, UDI #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Product ID: 8784, serial/lot #: (B)(4), ubd: 16-feb-2018, UDI #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of lioresal at an unknown dosage via an implantable pump for intractable spasticity. On (B)(6) 2019, it was reported that the patient's parents and hcp suspected that the patient was experiencing baclofen withdrawal symptoms late on (B)(6) 2019. The patient was experiencing a decrease in therapy effectiveness. The patient was taken to the ER on (B)(6) 2019. A cap aspiration procedure was attempted, but catheter could not be aspirated and the cap aspiration procedure could not be completed. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the issue. The patient was started on oral baclofen. A complete catheter revision was performed on (B)(6) 2019 in which the old catheter was explanted and a new catheter was inserted. The new catheter was tested for patency. No issues were suspected with the patient's pump and no pump alarms were noted. The issue was considered resolved at the time of the report. The old catheter was to be returned for analysis. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
Analysis of the 8784 catheter found a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.